Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) for 48 years for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started using super poligrip when she was (B)(6). At an unk time after starting super poligrip, the pt experienced neuropathy. The pt stated that she was almost crippled and that her legs and feet were bad with peripheral neuropathy. The pt stated that her driving ability was disturbed because of her being almost crippled and requiring a walker. The pt experienced device misuse because she brushes her dentures after she eats and then reapplies super poligrip and puts dentures back in her mouth. This case was assessed as medically serious by gsk. The pt said her symptoms were the result of "too much zinc." Treatment with super poligrip was discontinued. The pt threw away the product. The pt is now using a denture adhesive that does not contain zinc. At the time of reporting the outcome of the events was unk. MFR's comment: super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).